Event description:
It was reported that atrial lead dislodgement was noted on (B)(6) 2010. The lead was repositioned on (B)(6) 2010. On (B)(6) 2010, the lead dislodged again and was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.